Event description:
Additional information received reported the manufacturer representative (rep) had not had a chance to meet with the patient but would do, so hopefully later that week. There was no troubleshooting done at the time of the report to provide insight to the issue. It was unknown what the event cause was and if it was device related. The patient was receiving therapy. Then, it was reported that the patient¿s stimulation was working just fine. The impedance of the system was fine and the only issue was the patient had inadvertently turned the adaptive stimulation off. This was corrected and the patient was very happy.

Event description:
It was reported that the patient¿s main lead hadn¿t worked since implant, didn¿t work like it was supposed to, and had disconnected, burnt up, or broke seven months after implant. The patient didn¿t even have the battery seven months and there was an issue. The lead was checked in august of 2014 and wasn¿t working; the patient wasn¿t sure when this would have happened or what happened. She kept the battery charged but wasn¿t sure what happened but it didn¿t work like it was supposed to. The patient also reported never having therapeutic effect. The patient had three different settings and used all three of them. The patient¿s husband had cancer so she had been tied up with him and had not been back to see the physician who wasn¿t there anymore and no longer had a doctor because of her insurance. The manufacturer¿s representative (rep) further noted they were unaware of any device issues with this patient but had an appointment on (B)(6) to see the patient at their new physician¿s office. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported the patient received assistance from her doctor and/or manufacturer representative and her concerns were resolved.